Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that after the sipap ventilator came back last month from being repaired it now makes a clicking noise at start up, it will not pressurize and just alarms. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Results of investigation :the unit was installed onto a test fixture unit and was connected to both air and oxygen and a leak was heard. A visual inspection was done and it was discovered that the elbow fitting connected at the water trap on the air side was broken into pieces. The pprox cable was also loose due to the cable being stretched out causing it to not pressurize fully. Vyaire was able to confirm the reported issue due to a stretched out pprox tubing and a broken elbow fitting .as a resolution, both the pprox tubing and elbow fitting were replaced. The software version was updated to 2.10. The unit was tested and meets factory service specifications.